Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2006. It was reported that when trying to turn the stimulation off, the patient's programmer would come on for just a second then would shut off. No further information is available at this time. This report is being submitted as a precautionary measure as similar alleged events have occasionally resulted in the explant of the ipg.